Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: during a tep hernia upon inserting the blunt port the seal came loose and got entangled in the mesh.

Manufacturer narrative:
(B)(4).